Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative advised that australia has a privacy laws that prohibits the transfer of patient data, therefore, the patient details are unobtainable. The product lot# was requested and was unobtainable.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the physician believed that user-related issues may have caused the support catheter to kink with the recanalization catheter in it. However, based upon the available information the definitive root cause is unknown.

Event description:
It was reported that after 1 minute 19 seconds of activation, the recanalization catheter made an unusual sound. During retraction, the catheter became lodged in the support sheath. The catheter and support sheath were removed as a single unit. Upon removal of the devices, the catheter material was noted to be pulled away from the metal catheter tip and the support catheter was kinked. There was no reported patient injury.